Event description:
The protective sheath on a coronary stent with delivery system was retracted prior to reaching the target lesion site in the pt's right coronary artery which resulted in stent embolization. The physician was uncertain as to the locations of the embolized stent and the decision was made to send the pt for coronary artery bypass graft surgery. There were no add'l clinical sequeale reported relative to the event.